Event description:
Customer reported that "when the diluent runs out, the instrument does not alarm until 4 or 5 samples have been analyzed and then shows a 'diluent low or faulty backwash tank float sensor' message. The 4 or 5 samples analyzed will have an error message and an incorrect very high platelet count". "An inexperienced operator validated some of these results without re-testing the samples. The results were reported to the customer's hematology consultant who found the results unbelievable and requested a repeat."